Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approximately 7 months of support on the lvad, the pt experienced red heart alarms and low speed warning alarms on both power module and battery. History screen showed that pt experienced pump stops. Pt was reportedly asymptomatic with these pump stops. The vad coordinator changed out the system controller however the pt continued to have random red heart alarms and pump stops. Hosp is unable to reproduce alarms, and x-rays do not show any areas of concern. Hosp has requested a non-grounded pt cable.

Manufacturer narrative:
The attached user facility report (B)(4) was received from the (B)(6) registry. The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.